Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leaking so bad and did not work. The blood glucose at the time of the incident was 133 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used transfer guard only (reservoir not returned). Performed pre-fill reservoir test per (B)(4) using a new lab reservoir. Transfer guard found no leakage and no occluded anomaly during filling.